Manufacturer narrative:
Damage is apparently due to stress overload from mechanical force or retracting heavy tissue; the instrument is designed to grasp soft tissue only. The instruments have been in use for approximately 1 to 4 years.

Event description:
During a total laparoscopic hysterectomy on a large sized patient, the inserts broke one after another. Broken pieces were retrieved and the procedure was completed. A total of 3 inserts were broken, they were manufactured in dec 2014; jan 2016; and jan 2018.